Event description:
A customer reported to beckman coulter, inc. (Bec) a burning smell coming from their au 5431 chemistry analyzer and that the instrument would not power on due to multiple error. The customer stated that there was no smoke, no evacuation and no one was harmed.

Manufacturer narrative:
.

Manufacturer narrative:
A bec field service engineer was dispatched for this event. The burning smell was a result of a faulty 24 volt power supply which was supplying only 13 volts to the circuit. The fse replaced the 24 volt power supply and there were no further burning smells. The fse verified the repair according to standard protocol. (B)(4).